Event description:
It was reported that bd vacutainer® precisionglide¿ multiple sample needle contained foreign matter. The following information was provided by the initial reporter: "green fm on msn."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-09. H6: investigation summary: bd received two (2) samples and a photo for investigation. The photo was reviewed and the indicated failure mode for 'foreign matter (fm) on the cannula' with the incident lot was observed. The samples were sent to franklin lakes for 'fourier-transform infrared spectroscopy (ftir)' analysis. Bd was able to determine from ftir analysis that the fm closely resembles the polystyrene hub spectrum. Additionally, ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of 'fm on the cannula' was not observed. Bd determined that the root cause of the indicated failure mode was attributed to the hub sprue separation process. The tearing of the sprue from the hubs can result in creation of small plastic particulates. The particulates are collected alongside hubs in the mould component bags and then introduced to the multi-sample needle (msn) line together with the hubs. During msn assembly, the particulates can dislodge from the hubs and become adhered to the lubrication on the cannula. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of 'fm (hub)' through corrective and preventive actions (CAPA) 1240118. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: bd received two (2) samples and photos for investigation. The photos were reviewed and the indicated failure mode for 'foreign matter (fm) on the cannula' with the incident lot was observed. The samples were sent to franklin lakes for 'fourier-transform infrared spectroscopy (ftir)' analysis. Bd was able to determine from ftir analysis that the fm closely resembles the polystyrene hub spectrum. Additionally, ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of 'fm on the cannula' was not observed. Bd determined that the root cause of the indicated failure mode was attributed to the hub sprue separation process. The tearing of the sprue from the hubs can result in creation of small plastic particulates. The particulates are collected alongside hubs in the mould component bags and then introduced to the multi-sample needle (msn) line together with the hubs. During msn assembly, the particulates can dislodge from the hubs and become adhered to the lubrication on the cannula. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of 'fm (hub)' through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer¿ precisionglide" multiple sample needle contained foreign matter. The following information was provided by the initial reporter: "green fm on msn."